Manufacturer narrative:
Concomitant products: a2dr01 ipg implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The right atrial (ra) lead also exhibited far field r-wave (ffrw) oversensing. The rv and ra leads were reprogrammed. Both leads remain in use. No patient complications have been reported as a result of this event.